Event description:
The customer reported that a bag of 5fu (fluorouracil) was empty sooner than expected. A bag with 2615 mg 5fu/1052.3 ml ns was hung as a secondary at 2034 to infuse at 45.7 ml/hr, but the 5fu and the primary saline were both empty at 0330. The patient was asymptomatic with stable vital signs immediately after the event. Two days later he became lethargic, weak on the left side, with confusion, diminished recall ability, nausea and vomiting. CT scan of the head and MRI were done. The neuro symptoms later resolved and the patient was discharged home with no long term adverse effects. No further patient or event information was provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.